Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("breakage of essure device"), perforation ("perforation") and device dislocation ("migration / migration of essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2017. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), the first episode of urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), the second episode of urinary tract disorder ("urinary tract disorder "), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the device breakage, perforation, device dislocation, abdominal pain, back pain, adverse event, vaginal haemorrhage, menorrhagia, bladder disorder, migraine, headache, dysmenorrhoea, dyspareunia, cystitis, the last episode of urinary tract disorder, vaginal infection and mental disorder outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, mental disorder, migraine, pelvic pain, perforation, vaginal haemorrhage, vaginal infection, the first episode of urinary tract disorder and the second episode of urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of fallopian tubes. Failure to occlude (close) fallopian tubes, breakage of essure device, migration of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - new event 'abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary tract disorder, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder infection, urinary tract disorder, vaginal infection, psychological or psychiatric problems, breakage of essure device, pain were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.